Event description:
It was reported that during a ptca/stenting procedure, increased pushing of the dilatation catheter was required to enable advancement through the lesion in a very tortuous vessel. During this attempt, the guide wire was moving back and forth in the distal vessel, (contrary to IFU), and the guidewire ended up in a small sidebranch. At the end of the procedure, contrast staining was observed in the pericardium. Three hours later, the pt became symptomatic for cardiac tamponade, and a pericardiocentesis was successfully performed. No other info was reported.